Manufacturer narrative:
(B)(4). Per visual inspection, it was observed that the balloon was cracked near of the catheter connection. Microscopic analysis suggests that the tear is the result of manipulation of the balloon with a sharp instrument during the implantation or explantation. This suggestion is maintained in the fact that no discrepancies were recorded during the manufacturing process in relation to the alleged issue, and that all products are 100% leak tested at a minimum prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an aortal femoral bypass procedure the staples were not holding skin well. Would not fixate and would fall off after applied. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.